Event description:
Info received indicates the bed head hi/low function is drifting down.

Manufacturer narrative:
The hill-rom technician found the bed head hi/low function drifting down. The technician replaced the hydraulic manifold to repair the bed.